Event description:
Customer reports that suture is breaking during coronary artery bypass graft procedure. Surgeon obtained a replacement suture and completed the procedure. There are no reported adverse pt consequences.